Event description:
In 2009, the pt was treated with a gore tag thoracic endoprosthesis for an aneurysm in the descending thoracic aorta. The following month, an identical stent-graft was placed to address a distal type I endoleak. Three months later, CT images showed another endoleak. Gore imaging services conducted an evaluation which suggested a proximal type I endoleak may be possible. The pt has no further complications, and the physician continues to monitor him.

Manufacturer narrative:
Device lot/serial numbers are not available to conduct a mfg records review. A mfg records review was not conducted.